Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, reported death from multi-system organ failure after 87 days on support. An autopsy was not performed, the device was not explanted, and the hospital staff indicated the device did not cause or contribute to the patient's death.